Event description:
It was reported that the 2800 system would not boot up or power up. Also the image would not print. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.